Event description:
It was reported by service report that the cot retaining post bolts are stripped out and the retaining post assembly is loose. No patient involvement or adverse consequences are reported.